Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: 'revision tha due to elevated metal levels in patient's blood. 36 +5 metal head (lfit v40) on rest mod proximal cone body. Revised due to before mentioned metal levels." Head in liner were revised to biolox head and sleeve as well as a stryker liner. Spoke to rep. Surgeon reported previous revision of a competitor metal-on-metal construct and was unsure if elevated metal levels were caused by that construct.

Event description:
As reported: 'revision tha due to elevated metal levels in patient's blood. 36 +5 metal head (lfit v40) on rest mod proximal cone body. Revised due to before mentioned metal levels as well as concerns over recalled head." Head in liner were revised to biolox head and sleeve as well as a stryker liner. Spoke to rep. Surgeon reported previous revision of a competitor metal-on-metal construct and was unsure if elevated metal levels were caused by that construct. Update 02 may, 2019: material analysis of the returned metal head confirmed the following: eds showed that the debris is consistent with a corrosion product and biological material. The base metal of the head is consistent with an astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. Abnormal ion level could not be confirmed but material analysis of the returned head confirmed the presence of corrosion. Method & results: product evaluation and results: visual inspection of the returned device noted the following: the head was returned. Images were taken of the inner taper of the head where debris was collected and analyzed using a scanning electron microscope sem. Material analysis of the returned device noted the following: the base metal of the head is consistent with an astm f1537 alloy. Eds showed that the debris is consistent with a corrosion product and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis confirmed presence of corrosion by product on the inner taper of the head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.